Event description:
It was reported that in central processing, after a da vinci assisted rectopexy surgical procedure, the fenestrated bipolar forceps instrument was observed to have defective insulation. The procedure was completed with no reported injury and no fragments had fallen inside the patient. On 19-may-2022, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the black insulation was damaged (roughened) without complete breakage. The damage was seen during reprocessing (cleaning). There was no exceptional damage. The instruments are always checked before packaging and sterilization. It is unknown whether the damage was caused by another instrument. The surgery was performed with this instrument until the end.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. No photo or video was provided by the site for review. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4) for a rectopexy procedure. There were 7 uses remaining after this last usage. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument had defective insulation. The damaged conductor wire insulation has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed/replicated the customer reported complaint. Fa found the primary failure of damaged insulation to be related to the customer reported complaint. The instrument was found to have insulation damage on the conductor wire. The internal wires were not exposed as a result. The damage was located at the distal end on the bipolar yaw pulley. No material missing and no thermal damage was observed. Electrical continuity was tested and passed. The root cause is attributed to a component failure. Additional findings not reported by site: the instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.121¿ - 0.249¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.